Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. The lv lead was removed and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of guidewire insertion failure was not confirmed. As received, a complete lead was returned in one piece without the guidewire used during the procedure. The test guidewire was inserted and removed without any restrictions. Visual examination did not reveal any anomalies.